Manufacturer narrative:
Journal article: a comparison of the impact of current smoking on 2-year major clinical outcomes of first- and second-generation drug-eluting stents in acute myocardial infarction. Journal: medicine year: 2019 ref: 10.1097/md.0000000000014797. Concomitant medical products: medication: aspirin, clopidogrel, ticagrelor, prasugrel, cilostazole, ccb, bb, acei, arb and lipid lowering agents. Age or date of birth: average age. Sex: majority gender. Date of event: date of publication. Death was reported as a clinical outcome of this study, however there is no information to suggest the device has caused or contributed to a death. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a nonrandomized, multicenter, observational, retrospective study titled, a comparison of the impact of current smoking on 2-year major clinical outcomes of first- and second-generation drug-eluting stents in acute myocardial infarction. Resolute integrity zotarolimus-eluting stents were among a number of drug eluting stents used in a study population of 7190 patients. All cause death, cardiac death, recurrent myocardial infarction, target lesion revascularisation, target vessel revascularisation, non target vessel revascularisation, and stent thrombosis were reported in the population at 2 year follow-up.